Event description:
Information received by medtronic indicated that the customer returned insulin pump for unknown reason. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the retainer ring found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment; however, the retainer ring was noted as damaged during visual inspection. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, cracked keypad overlay, overlay scratched, stained keypad overlay, pillowing keypad overlay, cracked belt clip rails, cracked case (battery tube), serial number label missing, keypad overlay texture damage, missing display window/cover, cracked retainer. Cosmetic damage was confirmed at retainer ring. Additional cosmetic damages were noted on the unit. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021 07:18:23 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact:(B)(6) taken by: (B)(6). This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list o f affected pumps. The customer has not yet responded to the (B)(4) notification. The po will be updated when the patient calls or a reply form is received regarding (B)(4). Country: (B)(6): skene zip: (B)(6) input date: on (B)(6) 2021 warranty start: on (B)(6) 2018 warranty end: on (B)(6) 2022 batch - ng1883633h ---------------------------------------- (B)(6) 2022 16:43:49 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: (B)(6) taken by: (B)(6). This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list of affected pumps. The customer has not yet responded to the (B)(4) notification. The po will be updated when the patient calls or a reply form is received regarding (B)(4). Customer has a (B)(4)related pump and wants a replacement and will send back the affected pump. Country: (B)(6) city: skene zip: (B)(6) input date: on (B)(6) 2021 warranty start: on (B)(6) 2018 warranty end: on (B)(6) 2022 batch - ng1883633h;.